Manufacturer narrative:
The patient side manipulator (psm) arm was returned to isi for evaluation. Failure analysis investigation was unable to replicate the failed slow sweep test. The psm passed the in-house slow sweep test. There was no trouble found. This complaint is being reported due to the patient side manipulator arm failing the slow sweep test during the preventive maintenance. Although this was found during preventive maintenance and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During the preventive maintenance of the da vinci surgical system, the intuitive surgical, inc. Representative technical field specialist (tfs) found that the patient side manipulator (psm) arm 3 failed the slow sweep test. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm.